Event description:
Probe failed pretest, discarded from the field.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.